Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code: hbw. Implant date: (B)(6) 2018. Concomitant medical products: oxford performance materials (opm) htr-pekk nette bi-frontal, catalog #: pk621143, lot #: 203152. Biomet microfixation plates, catalog #: unknown, lot #: unknown. Biomet microfixation screws, catalog #: unknown, lot #: unknown. Therapy date: unknown. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; the hospital does not wish to release the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision was performed due to an infection in combination with a wound healing disorder. It was stated this happened because "the patient did not follow all surgeons' instructions." A remake of the same implant was requested. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by confirmation of a revision being performed due to infection. The identity of the plates and screws could not be confirmed due to the parts not being returned. The reason for the revision was described as not a complaint, because the patient did not follow all surgeons¿ instructions - the infection occurs due to a wound healing disorder. Based on the information and materials provided, there is nothing to suggest the implant did not function as intended, nor that it contributed to the complaint. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Investigation results concluded that the reported event was due to patient condition. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.